Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. The reported event may have been caused by crack/breakage on the part of the product or insufficient connection, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. However, since we have not been able to confirm the actual product, we cannot deny that the blood leakage occurred because the product was damaged, so we are submitting this report conservatively.

Event description:
It was reported that saline solution leaked from around the rotator during air evacuation. Then it was replaced with a new identical product and the operation was continued. No complications were reported.